Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified no anomalies. Review of device memory found a shorted lead message was recorded after a shock was delivered resulting in internal device damage. A second and third shock were then attempted and the device battery status moved to end of life (eol) due to long charge times. Therapy availability testing could not be completed as a result of the damage to the device. Analysis concluded the shorted shock lead message as well as eol were a result of the damage induced during the shock into a shorted lead condition.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Analysis completed in our post market quality assurance laboratory determined that the device did not meet longevity expectations.